Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm and motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were unable to rewind the insulin pump due to motion sensor test failure alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to confirm motor error alarm and unable to perform any tests due to alarm. Pump received with cracked battery tube thread, broken reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.